Manufacturer narrative:
(B)(4): the device was not returned for evaluation. A review of the DHR for lot. 72266 did not identify any issues with this lot related to this adverse event. No device malfunction was reported.

Event description:
On (B)(6) 2017, an (B)(6) male patient with a history chronic af received an avr/maze procedure using a cryoice ablation system with an atriclip ach145 for laa closure. The procedure was performed while the patient was on-pump, sequentially as follows: ra maze, la maze, laa closure with the ach145 and then avr. There were no reported procedural complications or device malfunction during the procedure, but post-operation it was discovered that the patient was bleeding and required reoperation. The surgeon found that the bleeding was from the left atrium, and sutured this section along with another section that began bleeding. The area which bled was about 5 mm wide located near the middle-top section of the left atrium posterior wall, close to the aorta. The surgeon indicated that the bleeding area was about 1 cm from the side of the atriclip. The surgeon placed a collagen patch on the sutured area at that time. When checked during reoperation, the laa was closed with the atriclip and located right below the aorta, where the clip may have slid inside near the atrium. Bleeding occurred again in the morning and, since this was the surgeons first time using an atriclip without any other changes to his procedure, he decided to explant the atriclip and close the laa from the inside with sutures. No device malfunction was reported during the initial procedure.